Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device : device location of device'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), anxiety ("psychological or psychiatric problems condition : anxiety"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, anxiety, rash, skin disorder, bladder disorder, urinary tract disorder, dyspareunia, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, rash, skin disorder, urinary tract disorder and vulvovaginal pain to be related to essure. The reporter commented: the patient did not have essure removed, nor was currently planning for removal. Discrepancy noted in date of birth (B)(6) 1966. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: details of essure confirmation test not provided.. Ultrasound pelvis - on (B)(6)2012: uterus, measures 91 x 43 x 63 mm. The uterus is retroverted, in position. There are no fibroids. The endometrium measures 16 mm thickness at the fundus.; on (B)(6)2019: degenerating follicle/corpus luteum in the left ovary. Unremarkable right ovary.. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device : device location of device'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), anxiety ("psychological or psychiatric problems condition : anxiety"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, anxiety, rash, skin disorder, bladder disorder, urinary tract disorder, dyspareunia, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, rash, skin disorder, urinary tract disorder and vulvovaginal pain to be related to essure. The reporter commented: the patient did not have essure removed, nor was currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: details of essure confirmation test not provided. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received : events: psychological or psychiatric problems condition: anxiety, autoimmune disorder type of disorder, rashes or skin conditions type:, bladder or urinary problems or changes, migration of essure device location of device, dyspareunia (painful sexual intercourse, migraines, headaches was added. Lab data and reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.